Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. After dilatation was performed using a balloon catheter, a 2.25x16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent struts was lifted. The procedure was completed with another same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR. The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first distal strut was lifted and pulled in a distal direction. This type of damage is consistent with the stent encountering resistance during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. After dilatation was performed using a balloon catheter, a 2.25x16mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent struts was lifted. The procedure was completed with another same device. No patient complications were reported and the patient's status was good.